Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d11423, implanted: (B)(6) 2011. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
A family member reported a change in therapeutic effect. They stated the patient started acting funny. The patient was sitting up in a chair, but at the same time they were telling the family member to sit them up in their chair. The family member stated the patient did not think they were sitting up. The patient did not know who their mother in law was. The patient was brought to the emergency room on (B)(6) 2013, and the patient was in the hospital now. They stated the patient missed their refill appointment which was scheduled in (B)(6). The family member thought the appointment was in (B)(6). They stated they never heard the pump alarming. They stated the pump had not been checked with the 8840. They stated the hospital would not do the refill because they could not bill the patient. They stated the hospital would give the patient oral medications instead. They stated they were concerned about withdrawal. The medication used within the system was baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Information regarding at which facility the patient was seen was provided. The facility was noted to have filled the patient's pump. The patient had baclofen in their pump, but the dose, type, and concentration were unknown. They stated the patient had been better since. The patient's baclofen was increased, and this improved their symptoms.